Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier. The system operates as intended.

Event description:
The customer reported poor image quality. No patient injury was reported.